Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally information was received from a manufacturing representative (rep) clarifying that the patient's ins worked fine and coverage and therapy were good. The only issue, as was recently reported, was that the patient was not able to recharge the ins fully. They also reported that no actions/interventions were done to resolve the issue yet, as the patient did not have their charger with them . It was reported that the patient was going to schedule a time to meet a rep and do troubleshooting with technical services. The rep also reported contact information of two other reps that would have more information about this event moving forward. One of these reps reported that they tried to reach out to the patient but hadn't got in contact with them yet, and the other reported as well stating that they expected to meet with the patient tomorrow. They also reported that they would provide more information after meeting with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they had never been able to charge their implantable neurostimulator (ins) to full. The patient reported she will get 8 coupling bars and charges her implant for 10 hours and never sees a full ins. The patient has had two antennas and a recharger replaced. The patient mentioned the device was not working and that it had never been in overdischarge. The patient keeps stimulation on 24/7. Impedances were checked and were within normal limits. It was reviewed that the representative will need to obtain the recharger for recharging statistics. No patient symptoms were reported. The indication for implant was non-malignant pain and other chronic/intract pain.(trunk/limbs).